Event description:
It was reported that shaft break and removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. An unspecified stent was previously deployed. A 2.5x12 non-bsc balloon catheter was advanced, however the device failed to cross the lesion. A 1.50mm x 8mm apex push balloon catheter was selected and advanced to dilate the target lesion. Dilation was then performed. During removal, the device got hang up and was stuck on the distal edge of the previously implanted stent strut. Several attempts were made to snare the device. The device was pulled so hard and with so much force. It was then noted that the shaft broke 10 cm from the balloon tip. Patient underwent surgery. The device was successfully removed from the patient's body. No further patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).